Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure that the connector of the hemopro 2 extension cable broke.

Manufacturer narrative:
(B)(4). The hp2 extension cable device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. A visual inspection was conducted. One of the connector collars of the extension cable was missing from its original position. The connector collar was dislocated from its original position leaving the inner component (pins) exposed. The extension cable was returned with the detached/broken collar piece. Based on the returned condition of the device and the results of the investigation, the reported failure mode "break" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure that the connector of the hemopro 2 extension cable broke.